Manufacturer narrative:
The preliminary expertise has revealed that this issue seems to be related to a component failure, inside the battery, involved in the bluetooth low energy communication. Deeper investigations, after the device¿s opening, such as a battery¿s imaging will be performed in order to confirm the component failure. A new report will be provided once the results will be available. For more details, please refer to the attached intermediate report.

Event description:
Reportedly, the subject device has been successfully implanted on (B)(6) 2024. After the implantation procedure, the device was correctly interrogated indicating good lead parameters. On the day post implantation ((B)(6) 2024), it was impossible to interrogate the subject device. Indeed, it was stated that the device was in standby mode and a request to re-initialize appeared on the screen. After a successful re-initialization, the interrogation has been aborted. A second attempt to interrogate was performed without any success. Before stopping the session, an attempt to set the nominal mode was done without any success neither. A last message has appeared indicating ¿please contact your sales representative¿. It should be noted that the device was in back up mode: vvi 70-1 min, 5 v in unipolar configuration.

Event description:
Reportedly, the subject device has been successfully implanted on (B)(6) 2024. After the implantation procedure, the device was correctly interrogated indicating good lead parameters. On the day post implantation ((B)(6) 2024), it was impossible to interrogate the subject device. Indeed, it was stated that the device was in standby mode and a request to re-initialize appeared on the screen. After a successful re-initialization, the interrogation has been aborted. A second attempt to interrogate was performed without any success. Before stopping the session, an attempt to set the nominal mode was done without any success neither. A last message has appeared indicating ¿please contact your sales representative¿. It should be noted that the device was in back up mode: vvi 70-1 min, 5 v in unipolar configuration.

Manufacturer narrative:
The final conclusions are as follows: - the device switched several times in back up mode due to bluetooth communication issue and the reinitialization was not successful leading to a device interrogation¿s impossibility. The battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication has been found broken. A deeper analysis, at the supplier level, is currently ongoing to understand how this issue occurred. For more details, please refer to the attached analysis report.